Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that this was a tight lesion in the lad, with extremely difficult anatomy. The device was inflated in the proximal lad and a balloon rupture was noted at 12 atm. A dissection occurred due to a piece of calcium; however, no treatment was required. No additional event or pt info is available.